Manufacturer narrative:
The device was received and visual and functionality testing was conducted. Visual inspection revealed the crown broken at the male-female segment mating junction due to potential torsional forces applies on the nail during patient activity. Functional testing of the nail found it to be functional, therefore the cause of distraction is unknown.

Event description:
It was reported that the patient's precice nail is damaged. The physician revised the precice nail with a new nail without incident.